Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A review of the device manufacturing records found no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Late nontraumatic dissociation of the femoral head and trunnion in a total hip arthroplasty" was reviewed for MDR reportability. The article covers a (B)(6) woman. She has a history of hip dysplasia. He had a left hip implanted in 2002. In (B)(6) 2013, he stood from a seated position and heard a loud ¿clunk¿, followed by pain and difficulty with mobilization. Radiographs indicated a complete disassociation of the femoral head from the femoral stem. The femoral head remained within the acetabular cup. The patient was revised in (B)(6) 2013. During the revision, mild wear was noted on the trunnion. Black debris was noted around the inner surface of the head, likely to represent mild metallosis. The c-stem, 28mm cobalt chromium modular head, 28mm cocr metal liner, and cup were revised.